Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate plus profile 400cc saline prosthesis, catalog #3502400, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old female underwent primary breast augmentation with a mentor smooth round moderate profile 320cc saline prosthesis. Deflation was diagnosed through a physical examination on (B)(6) 2017. As a result, bilateral prosthesis replacement was performed on (B)(6) 2018.

Manufacturer narrative:
The failure analysis lab completed the investigation of the returned device on 6/1/2018. Device evaluation summary: it was reported that a (B)(6) year-old female underwent primary breast augmentation with a mentor smooth round moderate profile 320cc saline prosthesis. Deflation was diagnosed through a physical examination on (B)(6) 2017. Upon receipt by mentor, the device returned without fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. During examination, the product evaluation team observed a crease on the anterior view and extending to the posterior view. A rent measuring approximately 0.1 cm was discovered within the crease on the posterior view. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The device history record (DHR) of lot number 5868871 was reviewed on 4/20/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The mentor failure analysis lab received the device for evaluation on 5/2/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Additional information was received with the field experience report on 5/2/2018. The event date has been updated. The final fill volume of the impacted product was 350ccs, and the final fill volume of the concomitant product was 450ccs. When the device was explanted, bilateral prosthesis replacement with a 450cc mentor memorygel breast implant (left, catalog #3504501bc, serial #(B)(4)), and a 650cc mentor memorygel breast implant (right, catalog 3506504bc, serial #(B)(4)), was also performed. Manufacturer¿s reference number: (B)(4).